Event description:
It was reported that "it was unable to pace during use, although it was confirmed by imaging that the catheter tip was touching the wall of the heart. There was no problem with the external pacemaker. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter was received without the syringe. There was no introducer or contamination shield returned with the catheter. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no short or intermittent conditions. The complaint of pacing difficulty could not be confirmed during the analysis. The balloon inflated but did not maintain inflation due to leakage from a pin hole located on the balloon latex near inflation hole. There was no visible damage found on the catheter body or the balloon windings. Visual examinations were performed under 10x and 30x magnification. There is no indication that the pin-hole contributed to the complaint reported. No evidence of a manufacturing nonconformance was identified during the evaluation. The root cause of the pacing difficulty reported could not be conclusively determined; however, some anatomical or procedural factors may have contributed to the event. No actions will be taken at this time.